Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited high impedance, oversensing, and loss of capture. A fracture was suspected. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.